Manufacturer narrative:
The event unit was returned for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of inability to actuate the device. The sliders, a component of the feeding mechanism, were stuck. Based on the condition of the returned unit, it is likely that the inability to actuate the device is due to the deformed sliders. Applied medical has performed a historical trend analysis and review of product records and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: as the doctor inserted the clip applier, no clips came out. Intervention: opened another ca500. Patient status: patient is fine.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: as the doctor inserted the clip applier, no clips came out. Intervention: opened another ca500. Patient status: patient is fine.